Event description:
It was reported that the patient presented to hospital for reasons unrelated to device function. The atrial lead exhibited high impedances, loss of capture and loss of sensing. The device was reprogrammed, the patient was asymptomatic throughout testing.

Manufacturer narrative:
(B)(4).